Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user fell after a misstep while wearing the ilet clipped to a belt, resulting in a cracked screen; the device continued to function and there were no blood glucose issues, alerts, or alarms. Symptoms included no reported injury or glycemic symptoms. Outcomes included no medical intervention and continued use of cgm with phone or receiver until replacement arrival. Investigation included review of user report and logistics tracking of the replacement shipment and return. Investigation of this device revealed physical damage to the display consistent with accidental impact, with no performance malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user handling/accidental damage.